Event description:
A patient reported they were seen by their diabetes educator/nurse. Their meter allegedly was inaccurately low. The results on their meter were "0 mg/dl, 3 mg/dl, 7 mg/dl, 6 mg/dl, 4 mg/dl, and 0 mg/dl". No comparison was made with any other device. Treatment was unknown. Patient reported that the lifescan surestep test strips had a pink confirmation dot. Ccr replaced test strips. No further information has been reported.